Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Kept by hospital.

Event description:
It was reported that it appears that the knee may be infected or loose. Doctor did surgery took out liner cultured the knee did a washout with antibiotics and replaced the liner.

Event description:
It was reported that it appears that the knee may be infected or loose. Doctor did surgery took out liner cultured the knee did a washout with antibiotics and replaced the liner.

Manufacturer narrative:
The event was not confirmed as no device was returned and no medical records were provided. It is noted that the reported possible loosening is not considered in this investigation, as per the event description, the surgeon did not further comment on component loosening and no further information was provided. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.